Event description:
Servo-I tidal volume setting is intermittently increasing without user intervention. Biomed reported observing with or without air/02 gas supply at default start up setting, volume control or simv mode, adult setting. Fse was able to duplicate problem with biomed and director of respiratory dept observing. Set tidal volume to 800 on simv mode on test lung. With elapsed time of about 40 minutes tidal volume began to ascend in 10 to 20 increments, reaching about 1700 tidal volume before unit was placed in standby.a preuse check was performed at this time and passed.